Event description:
It was reported via questionnaire ¿ concern over extravasion. Paclitaxel administered- nurses noted bleeding noted from PICC site after administration- resolved spontaneously. Carboplatin administered- nurses noted blood stained fluid. Fracture noted distally on PICC outside of skin. PICC removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.